Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. Investigation found the distal tip of the exposed soft cannula to be flattened. Despite this issue, fluid was successfully passed through the distal tip. The data download from the device shows no pulse widths increases or signs of struggle during the run that would indicate an obstruction such as a flattened soft cannula. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 16.1 mmol/l (290 mg/dl) while wearing the pod between 4 and 24 hours on the arm. To treat the patient's elevated bg levels, a new pod was applied.